Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported.